Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed over-sensing of noise. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.